Event description:
It was reported the patient had their vns explanted for lack of efficacy. The explanted lead and generator were returned to the manufacturer for product analysis. The generator met specifications and was at eri yes. An analysis was performed on the returned lead portions note that a portion of the lead assembly including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Analysis was performed on the returned lead portions. The abraded openings found on the outer silicone tubing, and one inner tube abraded open, most likely provided the leakage path for what appeared to be remnants of dried body fluid found inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Abraded open inner tubing. Device malfunction suspected, but did not cause or contribute to a death or serious injury.